Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found; blood/body fluid was present in distal conductor (not obstructed); electrical testing to determine continuity of the conductor(s) passed; visual analysis revealed melted outer insulation; apparent explant damage was noted; full lead analyzed.

Event description:
It was reported, approximately two years after implant, the patient experienced intermittent diaphragmatic stimulation. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.